Event description:
Nurse had another nurse place catheter for training purposes. Nurse #2 developed small hive approx 2cm near insertion site after catheter inserted and flushed. Nurse also c/o headache, neck pain and tachycardia. Nurse has latex sensitivity. Nurse inserting catheter was wearing latex gloves with normal saline flush, has a latex septum on vial.